Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had air bubbles in her reservoir attached to her insulin pump. The patient's blood glucose level was at 394 mg/dl. The customer was helped with trouble shooting but was unsuccessful in removing the air bubbles from the reservoir. The customer was shipped a new reservoir. No further information was provided